Event description:
This x-ray system spontaneously shut down three times during a long procedure.

Manufacturer narrative:
Eval method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to FDA.